Event description:
Boston scientific received information that there was no capture with the atrial lead. It was determined by fluoroscopy that both leads had dislodged. Both leads were successfully repositioned. The patient was given and antibiotic pouch. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.